Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be actual investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the report of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility those reported phenomena of the subject device were attributed to the camera cable break of the subject device with the user handling, which prevented the video communication to the video processor. The error e311 is an error that appears when the camera head is abnormal when connecting the camera head and the video processor. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of (B)(4). The service department of (B)(4) checked the subject device and found the camera cable damage which had deep cut on its external surface. And also, it was found its camera cable damage caused which the image of the subject device was not displayed. This made difficult to adjust the white balance. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), the image of the subject device displayed intermittently when the camera cable of the subject device was handled. Also the error e311 which indicated the white balance has not been set was displayed and the image of the subject device became no image. There was no report of patient injury associated with the event.